Manufacturer narrative:
A company representative assessed the system and was unable to confirm any nonconformity with the system. The company representative checked the objective and there was nothing found, other than a little dust. The system met company specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a tissue bridge under the flap in the four to five hour zone. There was some difficulty while lifting the flap but it was managed to be opened with a second spatula. The patient was not injured and treatment was completed without complications. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.